Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse cleaned the gradient sensor. No further action required by field service. The g7 analyzer was functioning as intended and errors cleared. The most probable cause of the reported event was sensor fault of failure of analyzer sensor. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a grad sensor error with their g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.